Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician noticed under fluoroscopy that a ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached coil was removed from the patient and then the entire coil was retrieved from the microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The embolization coil was detached from the ruby coil pusher assembly and had the proximal constraint sphere intact. The outer diameter (od) of the proximal constraint sphere was measured and found with be within specification. Evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The od of the proximal constraint sphere was found to be within specification. The ruby coil pusher assembly and microcatheter mentioned in the complaint were not returned for evaluation. Since the ruby coil pusher assembly was not returned for evaluation, the root cause of the unintentional detachment could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.